Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 697 mg/dl. The customer stated that she was not getting her basal rate delivery from the insulin pump. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the high pressure test, but the customer could not conduct the prime test at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.